Event description:
During meniscal repair the suture broke on two fast-fix devices and the t implants were left in situ. It was reported that the procedure was successfully completed with add'l fast-fix devices.